Event description:
The customer stated that opening the product have been difficult, it caused her to drop the items onto a non sterile field yielding them unusable. After following up with customer, it was confirmed that the packaging does not peel apart correctly to keep the item/field sterile. There are 2 needles out of 5 needles experienced not peel apart correctly issue last week alone.

Manufacturer narrative:
Upon receipt of customer complaint, personnel from quality, production and other relevant departments were involved in the investigation including retained sample inspection, production process review and simulated usage procedure, no similar problem was found. On 2024.02.19 5 pieces of 18g×1 1/2"(1.3mm×38mm) needles from retained sample lot no. Ckdi12-01 were sampled from simulated package peelling, no breakage or sticky adhesive was found. After reviewing of the production records, no abnormities were found. Preliminary judgement was the rapid peel-off of the package, video clip or more information is needed for furhter investigation for a thorough investigation, relevant internal report 20240207 could be provided upon request.